Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, selftest and displacement accuracy test. Pump passed the displacement accuracy test. Pump error 63 was present in the pump trace download due to broken trace on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Unit received with cracked case at belt clip rail corner, pillowing keypad overlay and peeling end cap sticker. Tested with a test p-cap and the test p-cap locked in place properly.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an audio anomaly and physical damage. The battery compartment was cracked. The customer's healthcare professional reported that the customer was hospitalized due to other medical conditions. The customer's healthcare professional did not know the customer's current blood glucose or their blood glucose when they were hospitalized. The healthcare professional uploaded the pump and confirmed that the pump had been giving the correct doses. The device will be returned for analysis.